Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received via patient indicated that patient therapy was not working a week ago for her and she was going to the bathroom like before. Patient reported this morning they increase the stimulation to 8.0v and it was hurting on the outside of groin / vagina area and they decrease to 7.3v and it stopped hurting. Patient stated she called rep about the therapy. Patient stated she had a fall couple weeks ago because she have degenerated disc disease and walk with a walker. The therapy was on and patient husband change the programs and setting and it did not help. The patient and caller sync with pp and setting wasp4 @ 7.3v and therapy was on. The patient indicator for use were for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No further complications were reported/anticipated.